Manufacturer narrative:
Integra has completed their internal investigation on august 7, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; received dermatome s6 kit s-521-6 including hand piece, power supply, width clip set, tool set, cord set and case. Power supply, clips, tools and cords all pass inspection and were found in good working condition. Hand piece failed function test, unit is running but oscillating pin does not move. During evaluation the dowel pin that is pressed into the drive hub has come out causing the function failure. All other internal sub-assemblies were found in tolerance, clean and in good working condition. Unit needs a new drive hub assembly and pm service. Hospital declined repair and the unit will be added to the loaner pool. DHR review; device history record reviewed for this product ID serial # (B)(4) manufactured on january 18, 2016 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year lookback in trackwise for this reported failure and or related to "motor pin inside may be broken or missing " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Nts history; conclusion: reason for return confirmed, the dowel pin came out of the drive hub causing the drive train to not move while the motor is running. Hospital has refused repair, this unit was replaced with a new unit. Dermatome s-521-6 will be repaired and converted to a loaner.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome was going to be used during a surgery. According to the user, they turn it on and it was apparently working, they've tried to make one skin graft and the cut was too thick (not running according to what they set up on the device), the user then decide to try again, but the device was not working. They call another doctor to try it, and he conclude that the pin that vibrates wasn't doing it anymore after only 1 use (not even a good first run with the dermatome as the graft was not adequate). Device was in contact with the patient, however no patient injury reported or medical intervention required.